Event description:
A 1.5 mm diameter x 10 mm length sprinter otw coronary stent delivery system was inserted into a pt for the pre-dilation of a mid lad lesion. The lesion morphology was reported as severely calcified. During the first insertion of the device to the lesion site; the device accordioned back on itself. The device was successfully removed. A second sprinter was pulled to successfully complete pre-dilatation of the lesion. No clinical sequelae were reported and the pt is fine. Eval summary: medtronic has received the device and its analysis has been completed. The distal tip was damaged. The proximal balloon folds were open and the balloon material was bunched. There was blood present within the inflation lumen indicating a leak. Negative purge confirmed the presence of a leak. A short radial tear was located on the balloon distal to the distal end of the marker band. Info received from the account confirmed that the target lesion, located in the lad, was severely calcified. The balloon material bunched, as the device was inserted across the lesion for the first pre-dilation. The nature of the tear on the balloon suggests that the balloon material was torn during advancement to the lesion site. The damage to the distal tip and the bunching of the balloon material suggest that resistance may have been encountered, and the balloon was advanced, however, based on the limited info provided, this cannot be confirmed.

Manufacturer narrative:
Eval results: severely calcified.